Event description:
The hosp reported that during an endoscopic vein harvesting procedure, while dividing the branches during ligation, it was observed that one branch did not seal properly using the hemopro device. A piece of silicone on the jaw of the hemopro appeared to have peeled off of the device and fell into the tunnel. The piece was retrieved using the hemopro. A replacement device was used to complete the procedure. The hosp did not report any add'l pt effects.

Manufacturer narrative:
The hemopro device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the jaw boots displayed evidence of heat related damage consistent with activation of the device with the jaws in direct contact. The silicone boot of the cold jaw was fully dislodged. The dislodged jaw boot was returned. The jaw was viewed under a microscope; there was no evidence of adhesive on the jaw. Based upon the eval results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. This failure remains under investigation by the supplier of the device component. As a remedial action, the supplier added a second operator to the mfg process step of applying/inspecting adhesive on the jaw. (B)(4).